Event description:
The end user states that the chair was ordered from spin life about a month ago. The end user states that since it was removed from the box the chair has veered to the right. The end user states that he had a stroke and the right side of his body is limited use. The end user has no further information to provide.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.